Event description:
It was reported that the device will not turn on/off. Per customer, device won't connect to pcu. Was replaced with another pump and pcu connection was fine. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn 15125382 which not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 24jan2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 15125382 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged pins right iui due to won't turn on / off. Replaced door assy (third party), and damaged bottom rear case. Replaced broken ail sensor chips, and corroded left iui. Keypad recall completed. A review of the device history record showed the device had a manufacture date of 01/24/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged pin of the conn iui rt 8xxx. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: ca-2014-0284 for lvp air in line.

Event description:
It was reported that the device will not turn on/off. Per customer, device won't connect to pcu. Was replaced with another pump and pcu connection was fine. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on/off. Per customer, device won't connect to pcu. Was replaced with another pump and pcu connection was fine. There was no patient involvement.